Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was greater than 400 mg/dl. The customer also reported other blood glucose values such as over 600 mg/dl. The customer was assisted with troubleshooting regarding best size infusion set. The customer also assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.